Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump alarmed motor error during basic occlusion test due to loose /protruded drive support disk. Insulin pump received with loose drive support disk, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the drive support cap was sticking out, the piston was loose. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.